Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient convulsed and the monitor did not sound. The screen did not indicate anything.